Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter was confirmed, and the cause appears to be associated with use of the device. One 5 fr t/l powerpicc provena was returned for investigation. The t/l tubing extended 52.2 cm from the distal end of the trifurcation. A 3mm longitudinal split was observed between the 6cm and 7cm depth marks. The adjoining surfaces of the split catheter were observed to be granular. The characteristics of the observed damage are consistent with rupture due to over-pressurization. A functional test revealed that fluid leaked from the longitudinal split when the power injectable lumen was infused with water. It was reported that the catheter wouldn¿t flush or aspirate, which may have been a factor in the reported event. The wall thickness was found to be within specification. Prior to power injection, the user should aspirate for adequate blood return and vigorously flush each lumen of the catheter with the full 10 ml of sterile saline. This will ensure the patency of the powerpicc provena catheter and prevent damage to the catheter. Resistance to flushing may indicate partial or complete catheter occlusion. Do not proceed with power injection study until occlusion has been cleared. Failure to ensure patency of the catheter prior to power injection studies may result in catheter failure. Placement of securement of the catheter where kinking may occur should be avoided to minimize stress on the catheter and patency problems. The report that the catheter tip moved to the left ij could be associated with the pressures that caused the leak. Exceeding the maximum flow rate of 5ml/sec, or the maximum pressure of power injectors of 300 psi, may result in catheter failure and/or catheter tip displacement. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. [Mw5073120].

Event description:
It was reported that the catheter wouldn¿t flush or aspirate so an x-ray was ordered to investigate the issue. The x-ray showed the catheter tip had moved to the left ij (neck.) The PICC nurse decided to perform a power flush series. It was noted that he was using the hand-injection technique with a 12 ml syringe utilizing only the power-injectable lumen. The first few attempts were difficult, indicating the catheter hadn¿t yet moved. After several attempts it suddenly flushed with ease. Another x-ray was ordered to inspect what had changed and it was found the catheter tip had not moved at all. The decision was made to remove the PICC and place a new one in the right arm (original PICC was placed in the left arm). After the PICC was removed, the PICC nurse clamped and flushed it to further investigate the issue. It was found that a few inches down, which would have been a few inches inside of the patient, specifically in their arm - an ¿enormous hole had been blown in the catheter.¿ no treatment was required for this event; they just placed a new PICC. No harm was inflicted on the patient as a result of this incident.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the nurse that he was unable to flush or aspirate the PICC. An x-ray was done and it was noted that the catheter tip had moved to the left ij. The nurse performed a power flush series. It was noted that he was using hand-injection technique with a 12 ml syringe utilizing only the power-injectable lumen. The first few attempts were difficult. After several attempts the catheter suddenly flushed with ease. Another x-ray was done and confirmed that the catheter tip had not moved. The PICC was removed and a new device placed in the right arm (original PICC was placed in the left arm). After removal the nurse clamped and flushed the catheter and found an ¿enormous hole had been blown in the catheter¿. No patient injury reported.